Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-14 h6: investigation summary 1 sample was returned to sbdm. From visual inspection, there is a crack on the syringe barrel. A device history review was conducted for lot number 1006302 sbdm reviewed the manufacturing record of expected lot number of complaint sample (lot no. 1006302), there is no issue while manufacturing. Based on the investigation result of the complaint samples, sbdm found that there was a crack on the barrel of a complaint sample. It is likely the broken barrel occurred before the scale printing process. This defect may be occurred by malfunction of barrel feeder in the assembly machine. If the barrel moves to assembly machine and there are full of barrels, sensor is working. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can be occurred by the time of re-run and then the feeder index hit and broke the barrel. The inspectors could not find the broken barrel of syringe and it caused the complaint case. See h10.

Event description:
It was reported that the syringe 10ml 21g 1-1/4in experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: there is a crack on the syringe barrel.

Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml 21g 1-1/4in experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: there is a crack on the syringe barrel.